Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter d efibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had misdetected atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode, resulting in the patient receiving an inappropriate therapy. Additionally, it was discovered that the right ventricular (rv) lead displayed diminished sensing, and had a trend of rising threshold eventually triggering an alert for high thresholds. The device was explanted and replaced while the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for high thresholds.